Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was sent new charging supplies and was able to successfully charge the pump.